Manufacturer narrative:
Ultrasound currently requires all s8-3t image quality degradation issues which occur during clinical use that a e-MDR be submitted to the FDA. No patient injury or delay in treatment reported.

Event description:
Customer reported the s8-3t probe image quality is very poor.